Event description:
It was reported that during a da vinci hysterectomy procedure, the pk dissecting forceps instrument would not work and was not sealing tissue. The instrument would not activate. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument grips -tips were bent. One grip was bent, causing side to side misalignment of grips. There was a .187 offset at the tips. Bent grip has exhibit separation of the yaw pulley and pulley cover at the glue joint, which indicates the likely cause of bending remains overloading at the tip. The electrical continuity passed. Evidence not conclusive; however failure analysis concluded that bent damage may be due to likely mishandling/ misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional observation not reported by site was that the instrument pitch cables were broken at the distal clevis hub. Broken cable segment that contains the crimp was still installed in the clevis. Small strands stuck out of at the wrist measure approximately .092. Clevis did not exhibit any damage or wear marks. An additional observation not reported by site was that the instrument pitch down cables were frayed at the wrist end. The clevis did not exhibit any damage. An additional observation not reported by the site was that the instrument main tube had scratch marks/ abrasions. The distal end of main tube has various scratch marks with light material removal. The scratches are .336 - .243 in length and not aligned with the tube axis. No other damages were found on the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction of the damages to the pitch cable and main tube to recur could cause or contribute to an adverse event.